Event description:
It was reported that a patient receiving continuous infusion 5fu via a that smiths medical cadd infusio pump over 46 hours experienced their cadd pump alarming the following day after the pump was started. Cadd pump alarmed described as "disposable pump won't run". The problem could not be resolved over the phone by staff or by the manufacturer (infusystems). The patient was instructed to come to infusion. A different pump was tried. But the same alarm code sounded.thus suggesting an issue with the cassette. A new cassette was made with remaining 55.8ml of 5fu. No adverse patient effects were reported.